Event description:
Boston scientific received information that this patient had episodes of noise on the right ventricular (rv) lead with pacing inhibition. The patient is pacemaker dependent, however experienced no adverse patient effects as a result. The lead was surgically abandoned and at the same time, the device was electively replaced.

Manufacturer narrative:
The device has not been returned to boston scientific. Should additional information become available, this report will be updated.